Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The material of the syringe pawls is softer than the syringe plunger threads which results in deformation. Conclusion: the plausible root cause is design related.

Event description:
It was reported that when surgeon initially started to expand the cage, pressure would build, then the t-handle would click and then all the pressure would release. O-rings were replaced a couple of times and the steps repeated with more sterile saline the result was same. He barely got 1mm of expansion.

Event description:
It was reported that when surgeon initially started to expand the cage, pressure would build, then the t-handle would click and then all the pressure would release. O-rings were replaced a couple of times and the steps repeated with more sterile saline the result was same. He barely got 1mm of expansion.